Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A technical support specialist contacted the customer and confirmed that the smart remote manager had appeared on the recover storage spaces list after it was opened using the key and left slightly open. The customer successfully recovered it, and it was accessible. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.